Event description:
It was reported that the plastic dividers in the batteries were broken off.

Manufacturer narrative:
The customer was reportedly carrying the battery with keys in his hand and touched the keys to two electrodes of the battery. The plastic divider had broken off at some point, likely due to dropping the battery, which, in normal circumstances, prevents the two electrodes from being connected. When the two electrodes were connected by the keys, a reportedly mild shock occurred. The operations manual requires the user inspect the battery for damage before each use. The operations manual also states that a damaged battery should not be used. The broken divider is visually detectable and the battery should not have been used per the manual.